Manufacturer narrative:
Intial reporter phone: (B)(6). The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2021. During the procedure, when the first spyscope ds was inserted in patient, there was no light or visualization observed. A second spyscope was attempted to be used outside of patient and still no light/visualization. The procedure was completed with a biopsy and the patient was rescheduled to return for an additional spyglass procedure. There were no patient complications reported as a result of this event.